Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude. Technical services (ts) discussed options for trouble-shooting any changes in position, changes in morphology, movement, slack changed, the lead remains in service. No adverse patient effects were reported. Additional information obtained, this lead was found to have dislodged and was later repositioned and remains in service.